Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula bent inside sensor base. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Event description:
The customer reported via phone call that the sensor had a bent needle. The customer inserted another sensor and, when taking the needle out, the whole filament came out. The customer stated nothing lead up to the event. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer was advised that the sensor would be replaced. The customer's blood glucose was 194 mg/dl. The customer was advised that the sensor would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.